Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow block alarm. The customer¿s blood glucose levels were 484 mg/dl and 134 mg/dl. The customer stated that they were not connected to the insulin pump for several days. The customer performed troubleshooting for insulin flow block alarm and they stated that the issue was resolved by reservoir change. The customer reported that she has had over 40 insulin flow blocked alarms since (B)(6). The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test : reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).